Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of her essure device"), ectopic pregnancy with contraceptive device ("diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement"), abortion of ectopic pregnancy ("ectopic pregnancy termination"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a 38-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement" on (B)(6) 2010. The patient's past medical history included multigravida and parity 4 (B)(6) 1990, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2008). Previously administered products included for an unreported indication: depoprovera. Concomitant products included ibuprofen for abdominal pain lower and polysporin (antibiotic [bacitracin,polymyxin b sulfate]) for uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic pain ("pain pelvic") and urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and hypoaesthesia ("numbness in legs, feet and abdomen"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), blood disorder ("blood problems"), cardiac disorder ("heart problems"), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in her mouth"), pruritus ("itchy skin including back and breast area"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and hot flush ("hot flashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and left oophorectomy), surgery (underwent a left salpingo-oophorectomy and right salpingectomy, oophorectomy ,). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion had resolved, the ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, bladder disorder, dysuria, blood disorder, cardiac disorder, abdominal pain lower, fatigue, hormone level abnormal, nervous system disorder, weight fluctuation, dysgeusia and hypoaesthesia outcome was unknown and the vaginal haemorrhage, menorrhagia, pruritus, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, pelvic pain, weight increased, vaginal discharge, urinary tract infection and hot flush was resolving. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dysuria, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, hypoaesthesia, menorrhagia, migraine, nervous system disorder, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming bilateral occlusion of fallopian tubes ultrasound scan - on (B)(6) 2010: unintended ectopic tubal pregnancy in left adnexa. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Reporter's information was updated. Historical drug, concomitant drug was added. Added event numbness in legs, feet and abdomen. Updated onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of her essure device"), ectopic pregnancy with contraceptive device ("diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement"), abortion of ectopic pregnancy ("ectopic pregnancy termination"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a 38-year-old female patient (gravida 5, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement" on (B)(6) 2010. The patient's past medical history included multigravida and parity 4 on (B)(6) 1990, (B)(6) 2000, (B)(6) 2002 and (B)(6) 2008. Concomitant products included polysporin (antibiotic [bacitracin,polymyxin b sulfate]) for uti. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic pain ("pain pelvic") and urinary tract infection ("urinary tract infection"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), blood disorder ("blood problems"), cardiac disorder ("heart problems"), abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in her mouth"), pruritus ("itchy skin including back and breast area"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain") and hot flush ("hot flashes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy and left oophorectomy) and surgery (underwent a left salpingo-oophorectomy and right salpingectomy, oophorectomy ,). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, bladder disorder, dysuria, blood disorder, cardiac disorder, abdominal pain lower, fatigue, hormone level abnormal, nervous system disorder, weight fluctuation and dysgeusia outcome was unknown and the vaginal haemorrhage, menorrhagia, pruritus, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, pelvic pain, weight increased, vaginal discharge, urinary tract infection and hot flush was resolving. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, alopecia, anxiety, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dysuria, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming bilateral occlusion of fallopian tubes ultrasound scan - on (B)(6) 2010: unintended ectopic tubal pregnancy in left adnexa. Most recent follow-up information incorporated above includes: on 30-apr-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: abnormal bleeding (vaginal, menorrhagia), itchy skin, including back and breast area, depression, anxiety, migraines, headaches, dental problems, dysmenorrhea (cramping), weight gain, vaginal discharge, bladder infection, urinary tract infection, vaginal infection, hot flashes. Event outcome updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("auto-immune disorder") in a female patient (gravida 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "diagnosed with an unintended live ectopic tubal pregnancy in the left adnexa, following essure placement" on (B)(6) 2010. In 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), micturition disorder ("urinary problems"), blood disorder ("blood problems"), cardiac disorder ("heart problems"), abdominal pain lower ("cramping"), device expulsion ("expulsion of her essure device"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), nervous system disorder ("neurological problems"), weight fluctuation ("weight fluctuation") and dysgeusia ("metallic taste in her mouth"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2010, underwent a left salpingo-oophorectomy and right salpingectomy). At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, autoimmune disorder, hypersensitivity, bladder disorder, micturition disorder, blood disorder, cardiac disorder, abdominal pain lower, device expulsion, fatigue, hormone level abnormal, nervous system disorder, weight fluctuation and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, device expulsion, dysgeusia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, micturition disorder, nervous system disorder and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirming bilateral occlusion of fallopian tubes ultrasound scan - on (B)(6) 2010: unintended ectopic tubal pregnancy in left adnexa. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.